Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2021-00087. Device 2 is being reported under MDR-2247858-2021-00088. Device 3 is being reported under MDR-247858-2021-00089. Device 4 is being reported. Device 5 is being reported under MDR-2247858-2021-00091.

Event description:
"Patient came in with possible thrombosis of the stent graft (B)(6). CT scan was conducted and thoughts by radiology were there was a possible type 3 endoleak. Text received on august 23rd by aortic consultant from physician stated "looks like a type 3 endoleak from the r iliac limb having slipped down from the ipsi gate limb. Will need to run a short iliac limb occlusion, thrombectomize with penumbra, balloon the gate, and insert another 13x80 or 13x100 limb and kissing balloon bifurcation". Second follow up angiograms was performed on second (B)(6) when bilateral iliac extensions were placed by the physician to "reline" possible type 3. At the end of the procedure the physician did not think it was a type 3 endoleak. A type 2 endoleak was apparent on the angiogram. Type 2 endoleak was also observed after the initial implant on (B)(6) but thought that it would resolve itself, so just decided to observe. The patient returned (B)(6) and dr (B)(6) had to do an ax,fem fem and will stage the rest of procedure. Dr. (B)(6) thinks me may have cannulated the same gate during the initial evar procedure performed on (B)(6) since they were in front of one another so anterior and posterior." Patient outcome - "no injury-patient will need to have other surgeries to rectify possible thrombosis."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2021-00087. Device 2 is being reported under MDR-2247858-2021-00088. Device 3 is being reported under MDR-247858-2021-00089. Device 4 is being reported under MDR-2247858-2021-00090. Device 5 is being reported under MDR-2247858-2021-00091.

Event description:
Patient came in with possible thrombosis of the stent graft (B)(6). CT scan was conducted and thoughts by radiology were there was a possible type 3 endoleak. Text received on (B)(6) by aortic consultant from physician stated "looks like a type 3 endoleak from the r iliac limb having slipped down from the ipsi gate limb. Will need to run a short iliac limb occlusion, thrombectomize with penumbra, balloon the gate, and insert another 13x80 or 13x100 limb and kissing balloon bifurcation". Second follow up angiograms was performed on second (B)(6) when bilateral iliac extensions were placed by the physician to "reline" possible type 3. At the end of the procedure the physician did not think it was a type 3 endoleak. A type 2 endoleak was apparent on the angiogram. Type 2 endoleak was also observed after the initial implant on (B)(6) but thought that it would resolve itself, so just decided to observe. The patient returned (B)(6) and dr (B)(6) had to do an ax,fem and will stage the rest of procedure. Dr. (B)(6) thinks me may have cannulated the same gate during the initial evar procedure performed on may 11 since they were in front of one another so anterior and posterior. He requests a call from a treo engineer and a 28 x 80 treo bifurcated device promptly so he can visualize what could possibly have happened. Patient outcome - "no injury-patient will need to have other surgeries to rectify possible thrombosis. Received from endovascular consultant on (B)(6) 2021: please note that I met with the physician this past friday as we did aaa treo and he said the patient is doing wonderful after the bypass."